Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box from lot number 73f1600353 for investigation. The seal perimeter of the package looks incomplete at the top left corner of the package. A burst test was performed on the sample received using qip-036 rev 10 procedure; the minimum burst test value for this product is 25 inches of water the burst test result from the sample was 27.5 inches of water meeting their specification. The device history review for the product visistat 35w 6/box, lot #73f1600353 investigation did not show issues related to the complaint. Based on the functional testing (burst test) result and the visual inspection, issue reported by the customer was not confirmed, although the seal perimeter looks incomplete at the left top corner there was not a breach of the sterility barrier, package was received closed and sealed, since complaint issue was not confirmed no actions will be taken at this time. Other remarks: based on the functional testing (burst test) result and the visual inspection, issue reported by the customer was not confirmed, although the seal perimeter looks incomplete at the left top corner there was not a breach of the sterility barrier, package was received closed and sealed, since complaint issue was not confirmed no actions will be taken at this time. Teleflex will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during inventory review.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73f1600353 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during inventory review.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The device was received with its original packaging. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the adhesive sealing on the packaging has a large blemish in a corner of the packaging. Reference files (B)(4) for investigation photos. Non-conformance (B)(4) was initiated to further investigate the complaint. The reported complaint of "sterile package not sealed" was confirmed based upon the returned sample. There was a gap in the adhesive that forms the sterile barrier for the packaging. The cause of this issue is packaging related. Non-conformance (B)(4) has been initiated at the manufacturing site to further investigate.

Event description:
The seal on the sterile package was incomplete during inventory review.